Manufacturer narrative:
Received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all four companion samples and no leaks were observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that holes were observed on the printed labels of two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags which caused leaking. The leaks were discovered prior to use. There was no patient involvement. No additional information is available.